Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. The sample was returned to bd for evaluation. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter product is identified. The sample was confirmed for the malfunction material separation and activation problem. Based upon the available information, the definitive root cause for this malfunction is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and activation problem. This information was received from one source. This malfunction did not involve the patient. There was no provided patient information.